Manufacturer narrative:
Additional information received from the local area sales representative indicated the sensitivity was adjusted. There was speculation that the event may have been related to a gastrointestinal bleed that patient was having. The patient had low hemoglobin and hematocrit and required blood. There have been no further issues.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) coded. An event recorded in the arrhythmia logbook indicated one shock was delivered. The ventricular electrogram (egm) showed ventricular fibrillation markers, however the rhythm was so fine that it appeared to be asystole. The shock egm appeared flat. The recordings on the external monitors appeared to indicate a fine ventricular fibrillation rhythm. An eternal shock was delivered and converted the patient. The sensitivity was set to 0.6 mv automatic gain control. There was speculation of potential undersensing. A boston scientific technical services consultant discussed reprogramming the agc to 0.3 or 0.4 mv in an effort to allow the device to see the event. No additional adverse patient effects have been reported.

Event description:
--